Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a pacific plus to pre-dilate a calcified plaque lesion in the popliteal & anterior tibial artery with distal shutter prior to recanalization. IFU was followed and the device was prepped without issue. No embolic protection was used and the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No excessive force was used. It was reported that the balloon was fully inflated once to nominal pressure & the lesion was dilated. The balloon deflated without issue. Difficulty was encountered removing the catheter- as a result the balloon detached from the catheter but remained on the wire. It was possible to pull back the detached balloon into the sheath and remove all the devices in tandem. It was reported it was not possible to go ahead with the procedure as a new sheath could not be inserted as the patient was obese. The patient is reported as doing well. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. A visual and a tactile inspection was performed. The catheter was returned broken in two pie ces. The hub and shaft were separate to the guidewire tube and balloon. The guidewire was still loaded. The detachment occurred at the balloon proximal welding and the guidewire tube was stretched. Due to the device condition it was not possible to perform further testing. Angiogram images were provided which showed angiography of the vessel treated and the guidewire and the device in the vessel. If information is provided in the future, a supplemental report will be issued.